Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the lid support connections needing repair. Missing hinge plate screws were replaced. Analysis was unable to confirm the customer comment of the hard drive function needing repair. Re-imaged hard drive and reloaded software as preventive. Replaced broken lower case. Replaced and calibrated damaged stylus. Updated device configuration. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair of its lid support connections and hard drive function. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.